Manufacturer narrative:
(B)(4).. Device evaluated with defect found, segments dim/off/on. Most likely root cause is user mechanical stress.

Event description:
Customer stated that she has partial characters display on the meter screen. Customer states when she inserts the strip in the meter it does not bring up the normal display on the screen. She is getting partial display.